Event description:
Report 1 of 2. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was 2 molecular false positives. Occurrence #1: 12/16/2023 biofire result was a dual positive: c. Tropicalis, staph epidermidis. Gram stain: gram positive cocci. Culture grew staph epidermidis.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-january -11th. H.6 investigation summary catalog: 442021. Batch no.: 3179932. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 1 of 2. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was 2 molecular false positives. Occurrence #1: (B)(6) 2023 biofire result was a dual positive: c. Tropicalis, staph epidermidis gram stain: gram positive cocci culture grew staph epidermidis.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.